Event description:
It was reported that an unexpected reset occurred and that the insulin gauge was inaccurate. The customer connected the pump to a power source, but the pump did not turn on. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.